Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# va1jwrn serial# implanted: 2018-(B)(6) explanted: product type lead product ID 3389-40 lot# va1jwrn serial# implanted: 2018-(B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Estimated age of patient at time of event based on age at study baseline and date of event. Product ID: 3389-40, lot# va1jwrn, implanted: (B)(6) 2018, product type: lead; product ID: 3389-40, lot# va1jwrn, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 3389-40, lot# va1jwrn, implanted: (B)(6) 2018, product type: lead; product ID# 3389-40, lot# va1jwrn, implanted: (B)(6) 2018, product type: lead. (B)(4) no longer applies per update provided from clinical study. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the patient had worsening of the facial dystonia 6 months after surgery instead of no improvement of facial dystonia.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot#: va1jwrn, product type: lead. Product ID: 3389-40, lot#: va1jwrn, product type: lead. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 3389-40, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the patient experienced no improvement in facial dystonia since surgery and worsening dysarthria, diagnosed via examination on (B)(6) 2019. Additional diagnostics included reconstruction of lead placement with the pre- and post-operative MRI, which revealed the left and right internal globus pallidus (gpi) leads were too low. The device diagnosis was lead migration/dislodgement. The ins was reprogrammed on (B)(6) 2019, but the event was still ongoing. Etiology was stated to be related to device/therapy and not related to device/therapy. No further patient complications were reported as a result of the event.